Manufacturer narrative:
Corrected data: h6- health effect - impact code: "2199" should be removed. "4628" and "4629" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -11.5 into the patients left eye (os) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively. On (B)(6) 2023 the lens was exchanged and repositioned and the problem was resolved. The status of the eye as "normal". The reporter indicated the cause of the event was the device. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- health effect - impact code: "4629" should be removed. B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -11.5 into the patients left eye (os) on (B)(6) 2023. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively. On (B)(6) 2023 a lens of the same parameters was implanted and repositioned and the problem was resolved. The status of the eye as "normal". The reporter indicated the cause of the event was the device. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -11.5 diopter lens was intraoperatively implanted and removed from the patient's left eye (os) on (B)(6) 2023, due to a lens tear/break during injection/delivery. On (B)(6) 2023, a back up lens was implanted and the problem was resolved. Cause of the event was reported as the device.